Manufacturer narrative:
Product investigation is in progress.

Event description:
Defect on the tampon string...every time I open a new tampon half of the string falls off [device physical property issue]. Case narrative: consumer reported via e-mail that half of the string falls off when she opens a new tampon. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Defect on the tampon string...every time I open a new tampon half of the string falls off [device physical property issue] case narrative: consumer reported via e-mail that half of the string falls off when she opens a new tampon. No injury reported.